Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: a manufacturing record evaluation was performed for the finished device product code: 102040132s. Lot number:301577. No non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 12-july-2021. Manufacturing site: jabil le locle. Expiry date: 31-jan-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2: additional procode: kwp. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent revision surgery on (B)(6) 2024, to perform extension of spinal construct. The crosslink, and rod were removed. C1 screw on left and right were removed. Occipital bone plate was placed. Rods were placed on oc-c2. The crosslink was placed, and final fusion was performed. No screw was inserted on c3-4. The surgery was completed successfully. Patient was stable. Patient originally underwent posterior cervical fusion (c1-2) on (B)(6) 2023. This report is for a 4.0 ply scrw 4.0x32. This is report 1 of 4 for (B)(4).